Event description:
Reporter alleged blood glucose measured a result outside the reading range of the meter. Customer stated blood glucose measured 623 mg/dl so he called the dr who advised customer to retest. Customer indicated glucose measured 72 mg/dl 15 mins later. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.